Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and blank display. Customer's blood glucose at time of incident was unknown. The customer stated he accidentally damaged his insulin pump. The customer was pushed in the pool while wearing the pump. The customer stated that screen is currently blank and unable to troubleshoot as patient doesn't have the pump with him. The customer was advised to call back when he has the pump in order to troubleshoot.